Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Discarded by facility.

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The target lesion was located in the left anterior descending (lad) artery. The physician used a run through guide wire, and a 6fr introducer sheath to access the lesion. The runthrough wire was exchanged for a csi viperwire guide wire and the oad was loaded onto it. The physician performed one run at low speed. At this point, angiography revealed a perforation in the lad. The physician attempted to resolve the perforation via balloon angioplasty and stent placement, but was unsuccessful. The patient coded and cardiopulmonary resuscitation (CPR) was performed, but the patient expired. Additional information was requested, but was denied by the facility due to internal policies.